Manufacturer narrative:
(B)(4). The rptr of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the model number, serial number and implant date provided by the rptr, the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. The rptr of the event was asked to return the product for analysis. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Surgeon's office reported removing an access port for a leak. Investigation in progress. Follow-up findings: physician noted a "leak from the system. Posterior of port leaking by joints." "Multiple additional band adjustments/fills ultimately replacement of port."